Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out due to normal end of life, fluoroscopy confirmed externalization of the cables in the right atrial portion of the rv lead. The svc coil was programmed off and the shock impedance was still normal. Lead remains implanted. The patient tolerated the procedure well.